Manufacturer narrative:
Updated data; b5 continuation of d10: product ID confida; product lot/serial number unknown; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the starting deployment starting point was mid pigtail at an implant depth of 3 millimeter (mm) in the left coronary cusp (lcc). The implant depth on the non-coronary cusp (ncc) could not be assessed as the physician did not use cusp-overlap technique (cot). The valve dislodged aortic to an implant depth of 5-6 mm above in the ncc and about 1 mm in the lcc. A confida guidewire was used. Per the physician, there was no patient anatomical features that contributed to the valve dislodgement. Per the physician, the cause of death was dying heart syndrome, but the exact cause could not be determined. The physician did not relate the valve or delivery catheter system (dcs) to the death but the dislodgement could have contributed to the death.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. 8 fluoroscopic cine loops of the fluoro-check and implant procedure plus 4 anatomical computed tomography (CT) images were provided for review. The patient¿s summary was not provided for anatomical review. While one of the provided imaged showed no calcium with in the annulus, another image displayed severely calcified cusps. The other 2 CT images together with the annulus diameters document that the selected evolutr size 34 mm was the right choice for the measured aortic root dimensions. Images showed that the valve was not deployed to 80% when the hemodynamic and implant depth assessment took place, in a projection other than cusp overlap view (cov). An left coronary cusp (lcc)-depth assessment in left anterior oblique (lao) view was not reported. Non-coronary cusp (ncc) depth assessment in a non-cov and a lacking lcc-depth assessment bears the risk of the valve being implanted too shallow. The remaining images indicated the guidewire remained deep in the ventricle after final deployment. If the guidewire did not get retracted from the ventricle wall before final deployment, it would have applied upwards tension to t he system. In combination with a shallow implant depth and the mechanical stress of the resuscitation efforts might have contributed to the valve embolization. One common phenomenon during the evolut deployment is a short-lived blood pressure drop. It is an expec ted event and usually occurs during the first third of the deployment, when the valve is not fully functional yet and therefore blocking the cardiac output. The obstructive phase can last beyond a third of the deployment, especially when the deployment is done very slowly. However, at 80% deployment, the valve is usually fully functional. This is the reason why it is critical to deploy the valve relatively quickly up to 80%, before performing hemodynamic assessment. In this specific case, the valve deployment to below 80% would have prolonged the obstructive phase, and may have contributed to severe hypotension and the patient to decompensate. The hypotension was probably worsened by the reported aortic regurgitation after full deployment, making it even more difficult to stabilize the patient. In another image, the evolut valve frame was positioned right above the edwards valve. It¿s not reported if this had an influence on the difficulty to stabilize the patient. Ideally, the evolut valve could have been snared up higher into the ascending aorta to ensure that no low flow zone evolved between the two valves. Without further information, determining the root cause of the patient¿s multiple decompensations and final demise remains speculative. Unfortunately, the patient could not be permanently stabilized after implanting a non-medtronic valve and passed away. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product type: compression loading system (cls). Product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the physician did not use the cusp-overlap technique (cot) and decided against a pre-implant balloon aortic valvuloplasty (bav). The prosthesis was recaptured two times before the final release. The patient decompensated during the release of the valve and did not recover. Because of this, the physician decided to release the valve. After the release, aortic regurgitation (ar) was noted. The patient needed cardiopulmonary resuscitation (CPR) for 10-15 minutes after the patient had stabilized. Angiography showed that the valve had dislodged from the non-coronary cusp (ncc). The valve was snared to the ascending aorta and a non-medtronic (edwards sapien s3 29mm) was implanted. After the implantation of the s3 the patient destabilized once again and needed CPR (25-30min). An extracorporeal membrane oxygenation (ECMO) was installed to stabilize the patient which worked for a moment until the patient destabilized one last time and all measures were terminated before the patient passed away.